Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer was unsure of blood glucose level due to not testing. Customer was able to reload the same cartridge successfully and resume insulin delivery.